Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving fentanyl [3000mcg/ml] at a rate of 2 277.7mcg/day and bupivacaine [8.5mg/ml] at a rate of 6.4534mg/day via intrathecal drug delivery pump. The indication for use of the pump was non-malignant pain. It was reported that a motor stall was seen at initial interrogation on (B)(6) 2016 with the ¿stopped pump period may exceed tube set¿ message occurring on (B)(6) 2016. It was noted that the patient had not recently had an MRI. The patient was experiencing increased pain and would likely be given patches for pain management. No audible alarm had been heard, though the option to silence the audible alarm was confirmed on the programming screen. The hcp would review programming the pump to off state.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding the previously reported motor stall. The expected reservoir volume was 2.9 ml and the actual residual volume was 18 ml. The cause of the motor stall was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.